Manufacturer narrative:
It is unknown when the patient¿s pain originally began, but it was reported approximately four (4) weeks after the original procedure. This report is for an unknown quantity of unknown screws. The implant procedure took place on an unknown date in (b)(6( 2014. The revision/explant procedure took place on an unknown date in (B)(6) 2014. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a plate and screws on an unknown date in (B)(6) 2014. Approximately four (4) weeks after the procedure, the patient began reporting pain. It was discovered that all of the screws had broken. A revision procedure took place in (B)(6) 2014 during which the broken hardware was removed and the patient was revised with a new plate and new screws. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).